Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer disconnected and used a syringe to push air through the tubing to clear the blockage. Customer reconnected and did not change the cartridge, infusion set tubing or infusion site. Customer's blood glucose level was impacted. Customer indicated that cartridges and infusion set are changed twice per week.

Manufacturer narrative:
Follow up: 12/30/2014, customer reported that no further occlusion alarms have occurred and blood glucose levels are "fine". Customer stated that issue may have been related to absorption issue on the stomach area. The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.